Event description:
At the start of the third aligner the patient noticed she was unable to floss between her bottom left first molar and the second molar. Patient thought it would straighten out and the problem would resolve but about a week into the third aligner her filling came loose and her tooth cracked.

Manufacturer narrative:
This MDR is being filed late due to a retrospective complaint review. No conclusive evidence has been provided that supports or opposes the fact that the smileset nighttime aligners caused or contributed to the patient's symptoms. This event is being filed as a MDR as the patient reported a loose filling and cracked tooth while a smileset nighttime aligner was being used.